Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two synapse set screwdrivers were worn per the surgeon. The synapse set was originally shipped for a case on (B)(6) 2018 and was to be used again for a case on (B)(6) 2018. The two worn screwdrivers were reported before the (B)(6) 2018 case and another screwdriver was shipped out. There was no patient and surgical procedure involvement. This is report 2 of 2 for complaint (B)(4).